Manufacturer narrative:
The service technician identified that the touch panel did not respond. Touch screen was replaced to address the problem. Calibration was performed then there was no abnormality. Unit was ready to be sent back to customer for patient use.

Event description:
The international customer sent the v60 unit to the service center for software downgrade. There was no patient involvement.